Manufacturer narrative:
Correction: g3 manufacturer aware date was incorrectly reported as 02/08/2024. The correct aware date is 02/13/2024. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the PICC was difficult to flush (in situ) was not confirmed since no PICC device was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for a PICC device that does not flush aspirate freely in situ is an occluded catheter due to formation of a fibrin sheath and/or care and maintenance of the PICC device (e.g. Adequate flushing after infusion). No device history records review was conducted since there was no reported lot number and a ship history report lot review was not performed since item number is unknown. The reporting facility did not indicate the lot/batch of the affected product. As a result, a search for similar complaints of the same lot/batch number could not be performed. Labeling review: the dfu that is supplied in bioflo kits item number {16600224-01} contains the following precaution: it is recommended that only luer lock accessories be used with the · bioflo¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. Flushing: recommended procedure: 1. Flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. 2. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop, start" technique. Warning: if using bacteriostatic saline, do not exceed 30 ml in a 24-hour period. 3. Disconnect the syringe and attach a sterile end cap to each luer lock hub. Note: this is the recommended flush procedure for this catheter. If using a different procedure than listed above, the use of heparin may be necessary. Follow institutional protocol for catheter flushing. Precaution: incompatible drug delivery within the same lumen may cause precipitation. Ensure that the catheter lumen is flushed following each infusion. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).

Event description:
A territory manager reported an end user experienced an issue with a PICC from a can 5f dl bioflo pasv tray kit. The PICC required removal the day after placement due to inability to flush.